Manufacturer narrative:
Manually adding the patient information resolved the issue. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was somehow logged out and while it was down, a patient bedside monitor (bsm) was admitted. When the cns came back up, the unit did not update with the new patient information.

Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2019 that the cns logged out and they were stuck in the login screen of windows, the customer did a hard shutdown and was able to get the system back up but in the time that the cns was not up they admitted a new patient from the bedside and the cns is not showing that patient on that bedside. Service requested: troubleshooting. Service provided: troubleshooting. Investigation result: the device warranty began 03/02/2012, which is over 6 years at the time of reported issue. A review of device history found no previously reported similar issues with this unit. Similar tickets using "pu-621ra logged out" gave no result. Based on the device service history and similar search query, no adverse trend was suspected with the unit. Cns-6201a service manual revision g provides troubleshooting of the cns and advises customer on proper action to take. The service manual also advises customer to perform maintenance check which should be performed every six months. The root cause of the issue was unable to be determined due to lack of sufficient information in the complaint record. This issue does not affect the ability of the bsm to monitor patients, communicate with other patient monitoring devices, display information, or alarm for events. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was somehow logged out and while it was down, a patient bedside monitor (bsm) was admitted. When the cns came back up, the unit did not update with the new patient information.